Event description:
Report received from USA stating that the device had cord damage. Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by (B)(4). (B)(4) evaluated the device, and the reported problem of cord damage was confirmed. The outer hose was torn near the connector, which was likely cause by pulling or tugging on the hose to connect the motor from the console instead of the knurled release collar. If additional becomes available, a supplemental report will be sent. (B)(4).